Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device latch lock does not recognize the cassette is loaded. The device would lock, and the cassette wouldn't come off and wouldn't allow therapy to begin¿ was confirmed by preforming latch lock test. Unit would not recognized latch being opened or closed. The probable cause was a bad latch lock mechanism. Replaced the latch lock mechanism and flex sensor. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device latch lock does not recognize the cassette is loaded. The device would lock, and the cassette wouldn't come off and wouldn't allow therapy to begin. There was no patient involvement, and no harm/adverse event reported.